Event description:
It was reported that: while the device was ventilating a pt, the pt self extubated and then expired. It was reported that there was no immediate response by hospital personnel to the alarms.